Event description:
It was reported that revision surgery was performed due to pain and subsequent suspected infection. After explantation, there was no evidence of infection but metallosis. The device was found with unusual wear and multiple punctiform erosions.

Manufacturer narrative:
The affected genesis ii resurfacing patellar component was not returned for evaluation. Our investigation including a review of complaint history revealed no additional complaints for the listed batch with the same failure mode. The device was manufactured in 2015. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A clinical evaluation noted that although a revision subsequent to pain and metallosis was reported, no supporting clinical documentation was provided. A thorough medical investigation could not be performed without documentation and/or the analysis of the explanted components. The patient impact beyond the revision and expected post-op rehab phase cannot be determined. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Manufacturer narrative:
Updated with new information.

Manufacturer narrative:
The affected genesis ii resurfacing patellar component was not returned for evaluation. Our investigation including a review of complaint history revealed no additional complaints for the listed batch with the same failure mode. The device was manufactured in 2015. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A clinical evaluation noted that although a revision subsequent to pain and metallosis was reported, no supporting clinical documentation was provided. A thorough medical investigation could not be performed without documentation and/or the analysis of the explanted components. The patient impact beyond the revision and expected post-op rehab phase cannot be determined. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.